Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 153, 144 and 31 mg/dl. The customer¿s expected am fasting blood glucose test result range is 94-121 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 201 mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 12/22/2024 and open vial date is (B)(6) 2024. The meter memory was reviewed for previous test result history: result 1: 153 mg/dl date: 1/31/2024 time: am fasting (zb5280s); result 2: 144 mg/dl date: 1/31/2024 time: am fasting (zb5280s); result 3: 31 mg/dl date: 1/31/2024 time: am fasting (zb5280s).

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 12-feb-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.